Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump "shut off without alarm". They stated that after they changed the batteries they were able to re-start the infusion. Mmdg did follow up with the initial reporter, and at that time they stated that the patient did not have any issues related to the delay. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. When the device was returned to mmdg for investigation the complaint could not be duplicated, but the pump history did confirm that the c-cell batteries that were being used during the infusion were draining faster than expected, causing the pump to shut down.

Event description:
The initial reporter states that the pump "shut off without alarm". They stated that after they changed the batteries they were able to re-start the infusion. Mmdg did follow up with the initial reporter, and at that time they stated that the patient did not have any issues related to the delay. (B)(4).